Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci sureform 60 stapler blue reload to perform failure analysis. The sureform 60 stapler blue reload was analyzed and found to have the knife exposed within the knife track. The reload appeared to be partially fired. The reload was not returned with the instrument that was used. Additional observations not reported by the site that are related to the customer reported complaint were identified. The reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. Material appeared to be missing measuring approximately 0.218" x 0.024" in size. The reload was found to have a damaged blade. The blade exhibited mechanical indentations.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting as the stapler was firing, it stopped midway and tried to compress the tissue, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. It is unknown if all fragments were retrieved. There were no reports of patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical sleeve gastrectomy procedure, customer reports, as the stapler was firing, it stopped midway and tried to compress the tissue. The robot generated an error that the tissue was too thick, and it unclamped. When the customer went to remove the load, it was noticed the blade from the staple load cut off some of the blue material and some fell into the patient. The surgeon rinsed the area and continued with surgery. The fragment was reportedly not retrieved during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used. The stapler was firing when the device fragment fell inside of the patient. The stapler had a few uses before the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff notice that the staple load was missing part of the blue next to the blade track. Any fragments that were seen were removed with a prestige. The staple line and abdomen were rinsed with normal saline and suctioned out. The surgical staff believes all the fragments were retrieved but are unable to know. No additional surgical procedure required to remove the fragment. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. It was small pieces of plastic material. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The reload color was blue and it was chosen because the tissue was gastric tissue. The stapler fire involved with the reported event was approximately the third fire. The stomach was being stapled at the time of the event. The stomach was the target tissue. The tissue was not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was not any tissue tension. There was not any tissue bunching. The stapler fired halfway, paused to compress, stated ¿tissue too thick, remove, consider a different load.¿ the event involve tissue being pushed forward/dragged during the firing process. The event did not involve the stapler jaws opening/releasing during the firing sequence. The event did not involve reload deploying staples unexpectedly. There were no malformed or unformed staples. The reload had an exposed blade. The first half of the staples fired normally. There were no holes/gaps within the staple line. The reload was not stuck to tissue. A tissue to thick error was generated. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon was ¿doing a sleeve and this was the third fire. The stapler was placed as usual in the opening to continue the staple line further up the tissue.¿ seamguard buttress was used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was not any bleeding observed on the staple line due to the stapler issue. There was not any unplanned tissue removal due to the stapler firing failure. The issue was resolved using the same stapler with a different reload.